Event description:
The customer reported that the procedure was tracheoscopy and diagnostic, also, the issue occurred before procedure. No delay to the procedure and the procedure was completed using a similar device and patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: b5, e1, e2, e3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: important information ¿ please read before use precaution for disappeared or frozen endoscopic image; warning. ·follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution. ¿ turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the charged coupled device. ¿ do not touch the electrical contacts inside the electrical connector. Charged coupled device damage may result. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the bronchovideoscope had a black screen and no image. The issue occurred during reprocessing. There were no reports of delays. There were no reports of patient harm.